Manufacturer narrative:
An event regarding audible noise involving a trident liner was reported. The event was not confirmed. Device evaluation evidence of femoral neck impingement damage was observed on the rim of the sleeve component. A wear scar was observed near the rim of the articulating insert surface. A dimensional inspection was not performed due to the damages described in the visual inspection. A functional inspection was not performed as the event cannot be replicated. Device history review. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received. Further information is needed.

Manufacturer narrative:
It was noted that the hospital is not releasing any further information or x-rays. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient complained of a squeaky joint. Ceramic liner and ceramic head were removed and replaced with an x3 10 degree insert and metal head. Replacement catalog numbers: 623-10-36f lot"mjh9kw, 6260-9-136 lot: mmhpj3.

Event description:
It was reported that the patient complained of a squeaky joint. Ceramic liner and ceramic head were removed and replaced with an x3 10 degree insert and metal head. Replacement catalog numbers: 623-10-36f lot, mjh9kw, 6260-9-136 lot: mmhpj3.